Event description:
It was reported that the patient felt fine ¿until a few days ago and the day of the report was worse.¿ the patient tried to turn stimulation up but it felt like ¿electricity¿ was going through her hand and body. The patient had to put the device down and stated that she ¿may have gone up 0.2 but nothing was happening.¿ the patient could not walk, felt like she would fall if she walked, and could not really talk. The patient felt like she was ¿on a drug, drunk and loopy.¿ the patient knew that stimulation was on because ¿if it was off she would shake like a leaf but was shaking just a bit.¿ the patient stated that she fell in march but it should not be related. The patient also saw an elective replacement indicator (eri) message ¿two days ago.¿ about two and a half weeks later it was reported that the patient had an appointment with her health care provider (hcp) on (B)(6) 2013 and her battery was replaced. The patient was still having concerns and had a follow-up appointment scheduled with her hcp for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011-, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v646607, implanted: (B)(6) 2011, product type lead; product ID 3387s-40, lot # v646607, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer two years later reported that there was an allegation/dissatisfaction related to the implantable neurostimulator (ins) longevity; the patient's first ins only lasted 2 years and they were told their inss would last 2-3 years.